Manufacturer narrative:
No product non-conformance was identified through the course of the investigation. Additionally, the complaint kit lot was tested and results met specifications. (B)(4).

Event description:
The agency has clarified its expectation that manufacturers of emergency use authorization (eua) products for sars-cov-2 diagnostic tests report allegations of false positive or false negative results independent of harm or malfunction or off-label use beyond 803¿s "reasonably suggests" requirements. Accordingly, we have performed a retrospective review of cases to determine whether to report any additional cases. A customer from (B)(6) alleged false positive results generating target 2 CT values around 37, with cobas® sars-cov-2 qualitative assay for use on the cobas® 6800/8800 system lot g11392 and g12932 when compared to the negative results generated with genexpert. The positive results were released to the healthcare provider(s) and the patients were transferred to covid hospital / ward. An analysis of the data provided showed no major shifts or suppression in the curves and the overall performance of the controls performed in line with internal release data. These specimens were nasopharyngeal swabs in nacl (saline), although requested the exact swab and collection tube used were unknown. No product non-conformance was identified through the course of the investigation. Although unknown, the discrepancy alleged could be due to difference in technology between cobas® sars-cov-2 qualitative assay and the genexpert test, as the specific targets may be different between the assays, or site/ sample specific factors. The complaint kit lot was tested and results met specifications. No harm or injury indicated. Seven (7) individual mdrs, one for each of the reported results, will be submitted based on FDA request.